Manufacturer narrative:
Device evaluation: according to the initial report the product will not be returned. However, a video was provided for evaluation. The video was evaluated. During the lens implantation, a foreign material on lens was observed. The foreign material was removed from the lens. Based on the evidence observed and since the cartridge and / or the substance are not available for a thorough evaluation, it is not possible to confirm if the condition reported (viscous material) was related to in-line manufacturing practices/process or a result of the lens being handled by the surgery site. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was lint introduced into the eye during insertion of the intraocular lens (iol) using the 1mtec30 cartridge. The lint/foreign material was aspirated out of the eye by using a cannula and was discarded. The iol remains implanted, and the patient appears to be doing well without any visual issues or injuries. No additional information was provided to abbott medical optics.